Event description:
It was reported that the collimator iris would intermittently close down. No pt injury was reported.

Manufacturer narrative:
A ge rep eval the system and replaced a faulty fluoro functions pcb. System operates as intended.